Event description:
It was reported that during a shoulder instability repair procedure, when the surgeon was entering the fibertak through the instruments, it enters with difficulty, as the input progresses, it becomes deformed and causes detachment of the suture. This issue occurred with 3 implants. The case was completed by using a new device.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event is confirmed based on the investigation of the returned pictures. It was reported that the suture deforms and detaches from the inserter. Visual evaluation identified that the sutures appeared to be deformed and detached from the inserter. However, without the return of product, further investigation cannot be performed. The most likely cause for the reported failure can be attributed to improper bone prep, misaligned insertion, prying/leveraging the device during insertion. According to dfu-0054-9. G. Precautions. 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. According to surgical technique. Insert the anchor through the spear and into bone by gentle impaction until the inserter handle is flush with the back of the spear. Note: if insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. Avoid excessive impaction as this could lead to inserter damage and/or breakage.